Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: a partial lead with the connector pin measuring 27.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of an entire lead, a complete analysis could not be performed.

Event description:
It was reported that noise was observed on the lead. The lead was capped and replaced.